Event description:
Caller states patient tested 5.3 inr on coaguchek xs system 1 and 2.8 inr on coaguchek xs system 2. No actions were taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20166931, expiration date 03/31/2010).